Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is wear and tear over repetitive usage. Device manufacturing date: 12/27/2021. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/08/2024, it was reported by a sales representative via (B)(4) that an ar-6485 arthroscopy pump is malfunctioning. It isn't allowing to push the icons on the display screen anymore. This was discovered during a r. Quad acl procedure. The case was completed with another device with no patient harm.